Event description:
Device 2 of 3. Reference MFR report #s 1627487-2013-00510 and 1627487-2013-00512. It was reported, the pt ((B)(6)) was hospitalized due to a staph infection which resulted in redness to his back or soreness. Antibiotics were administered as treatment, and the pt's therapy devices remain implanted. Following up on this matter found the pt's condition is improving. This situation will continue to be monitored.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records review were found to meet specifications and o anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.